Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that "when I turn over in bed the implantable cardioverter defibrillator (ICD) is just suspended. It does not stay in place. It is very uncomfortable. It is suspended in the middle of my chest. It is not in place. The device remains in use. No further patient complications have been reported as a result of this event.